Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon ruptured when it reached 3 atm during the first inflation. Therefore, another company's balloon catheter was used to further dilate the lesion and another company's drug eluting stent was implanted to complete the procedure. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors. The lesion was moderately tortuous, mildly calcified and 99% stenosed, which may have contributed to the difficulties experienced. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation during the procedure. Based on the info received and without the product to examine, a definitive cause for the balloon rupture cannot be determined, but there is no indication of a product quality deficiency.